Event description:
Pt had cartilage repair performed. An aircast crycuff unit was applied post surgery. While at home, pt in pain asked dr if pt could apply pc500 from previous surgery on knee. Verbal ok on phone, so pt applied and used several days. No instruction regarding correct temperature or cautions or warnings is noted. Knee very painful and md performed irrigation and debridement to skin. Skin was injured and pt's family member brought in 2nd md who recommended pt be brought to hosp and performed a pedicle reconstruction.